Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had difficulty charging the ipg and the battery would not hold its charged. No device malfunction suspected. The patient was doing well postoperatively.